Manufacturer narrative:
Product analysis conclusion: the reported type ib endoleak was confirmed on film provided; however, the cause of the event could not be conclusively determined from the single contrast image available for review. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy and earlier post-implant cts were not available for comparison of the stent graft in vivo configuration over time. Disease progression with aneurysm morphology changes over time may have contributed to the reported proximal stent graft migration leading to loss of distal seal and subsequent type ib endoleak, but this could not be confirmed. Analysis of the returned image did not reveal any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An endurant limb (etlw1613c156ee) was intended to be implanted during the endovascular treatment of a type ib endoleak in the left common limb. The patient had previously undergone abdominal aortic endovascular exclusion approx. 6 years ago, where an endurant (36 16 145mm) main body stent graft and an endurant (16 24 124mm) stent graft for the left limb were implanted. Additionally, a non mdt (excluder) (16 12 14mm) was implanted in the right limb along with a (36 45mm) cuff. It was reported approx. 6 years post index procedure, the patient presented emergently after experiencing abdominal pain. A CT scan revealed a type ib endoleak in the left common limb. It was identified that the endurant stent graft limb (16 24 124) had retracted into the tumor. Re intervention was performed on the same day. Intraoperative angiography revealed that the access vessels were severely tortuous, p articularly affecting the original endurant stent graft (16 24 124) limb, making it was difficult to pass the guidewire catheter. An endurant ii limb (etlw1613c156ee) was inserted, but the stent could not pass through the tortuous part of the blood vessel. Despite multiple attempts, the stent became deformed and still could not pass through the original stent accordion. An alternative endurant limb (etlw1616156ee) was then selected and successfully passed through the tortuous part after two attempts. The stent was deployed successfully, resolving the type ib endoleak per the physician the cause stent deformation was due to the patient¿s anatomy, the patients access vessels are severely tortuous, especially the original 1624124 limb accordion. No additional clinical sequelae were provided and the patient is fine.